Manufacturer narrative:
Tandem's pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and a blood glucose (bg) level in the 400's mg/dl range. Prior to the hospitalization, the customer's pump turned off due to the pump battery depleting as expected. While in the hospital, the customer received treatment in the form of an insulin drip and lantus. The customer was released from the hospital four days later and resumed pump therapy.